Manufacturer narrative:
Maquet medical systems, USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer: (B)(4). Contact person: (B)(6). A supplemental medwatch will be submitted after new information has been received. The device was investigated at emtec with the RMA# 2019-10128 on the 2019-06-07: problem description: error head. Work performed: ild (optocopler) replaced. Root cause: hotplug all tests passed. The device was also investigated withe RMA# 38131 and the maquet service order# (B)(4) on the 2019-06-11: closing assy replaced-battery replaced-control board. System test performed according to service protocol. In the course of the investigation of (B)(4) all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking / error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user / application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system see rotaflow system user manual, mcv-ga-10000703-de-11, contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes how the user has to react in case of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head (error head) message, no final root cause could be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past.

Event description:
Internal reference: (B)(4). Autonumber: one support# (B)(4).

Manufacturer narrative:
(B)(4). Reference exemption # e2018002. A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The defective rotaflow drive will be sent for repair to (B)(6).

Event description:
Internal reference: (B)(4). Autonumber: one support# 43413. During start up of device a "head error" occurred. No patient involvement.